Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank screen. Customer¿s blood glucose level was 280 mg/dl. Customer was already replace battery several times and cleaned with swab, no corrosion and damage but still not turning on. Customer stated that the insulin pump was neither exposed to extreme temperatures nor direct sunlight. Customer stated that the black screen did not disappear. Troubleshooting was performed. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and revert to back up plan. The device will be returned for analysis.